Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: post procedure, the physician went to deploy the mynxgrip vascular closure device and per the hospital staff the device would not shuttle down into the procedural sheath completely. The device was removed while access was maintained and a second mynx vascular closure device was deployed without complications. The patient was not hospitalized. Additional information: there was no significant resistance when shuttling down. Unusual force was not applied when retracting sheath. Procedure type: intervention peripheral vessel size: 7 mm sheath size: 6f stick location: medium.